Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen [2000 mcg/ml] at 760 mcg/day, indicated for intractable spasticity. The patient¿s medical history included traumatic brain injury. It was reported that the patient presented to the hospital with nausea, vomiting, and an increase in tone, per the patient¿s parents. The event date was reported as (B)(6) 2018. The patient had been worked up for all other causes, no ruling out a problem with the pump. The family felt this all started after the last refill on "monday, (B)(6) 2018" [note that this is contradicting information, as (B)(6) 2018 was a friday, not a monday]. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. It was reported that as diagnostics/troubleshooting performed, a dye study with a follow-up CT scan was done; however, nothing out of the ordinary was noted. As an action/intervention taken to resolve the issue, the healthcare provider planned to refill the pump at the hospital the day of the report ((B)(6) 2018), to rule out any issue with the drug. The issue was not resolved at the time of the report. Surgical intervention had not occurred and was not planned at the time of the re port. The patient's status was listed as ¿alive ¿ no injury." Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the rep on 2018-apr-02. It was reported that the patient was receiving baclofen [2000 mcg/ml] at 700 mcg/day. It was reported that there was a volume discrepancy, where the actual reservoir volume (arv) was less than the expected reservoir volume (erv). It was reported that the arv was 0 ml, and erv was 36 ml. It was stated that the patient had been admitted to hospital on wednesday this past week, experiencing nausea and vomiting. It was stated that they did a dye study on thursday, which "looks pristine." The hcp decided to refill the pump on saturday, and there was nothing in the reservoir, but there should have been 36 ml. It was reported that after the refill, the patient slept for like 19 hours straight and is still sleepy. It was stated that the hcp wants the pump turned down 50%, and the family wants it off. The caller was redirected to follow-up with the hcp to discuss the next steps. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-apr-04. It was noted that the information provided was confirmed with the physician/account. It was clarified that the refill associated with the volume discrepancy occurred on monday, (B)(6)2018. The cause of the volume discrepancy had not been determined, and it was stated there was "still no idea." As an action/intervention taken to resolve the volume discrepancy, the hcp filled the pump with normal saline first, then aspirated all of it before filling it with new drug. Regarding actions/interventions taken to resolve the patient's symptoms, it was reported that the patient was in the hospital most of the time. It was noted that they were not sure of all that was done, but it was noted that the patient did not have any severe problems. It was indicated that the cause of the patient's symptoms was "none," and the symptoms were inconsistent with an overdose. Regarding whether the patient's symptoms and the volume discrepancy had been resolved,it was reported that they "still don't know where it [the expected reservoir volume of 36 ml] went." Additional information was received from the manufacturer's representative on 2018-apr-05. It was clarified that when the patient slept for 19 hour straight and was still sleepy, it was after the refill on (B)(6)2018. Regarding whether the patient feeling sleepy occurred within two hours of the refill on (B)(6)2018, it was stated that the patient's parents didn't specify that time. It was indicated that it was confirmed that the refill needle was fully inserted through the fill port septum and that a pocket fill did not occur; the doctor filled the pump with normal saline, then emptied to be sure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2018. It was reported that the patient started the use of intrathecal baclofen on (B)(6) 2017. The hcp stated that they have not been involved with her pump management recently, and that the patient was last seen on (B)(6) 2018. No further information was provided.